Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump kept alarming mete blood glucose now alarms. Customer's blood glucose was 219 mg/dl. Customer's mother reported the insulin pump should be giving low sensor glucose alerts but no high alerts. There was an open circle on the screen of the device. After troubleshooting, customer was advised to calibrate and call back if any other assistance is needed. Customer will not be returning the device for analysis.